Manufacturer narrative:
(B)(4). A sample was not returned to baxter for an evaluation. Therefore, the reported condition of "ruptured reservoir" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of a ce infusor lv2 had ruptured during patient use. It is unknown what the device was filled with. There is no report of patient injury or medical intervention. No additional information is available.